Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Technical services reviewed the submitted log files, and a no external power event was confirmed while a mobile power unit was utilized. The event may have been due to a loose connection of the mpu ac power cable. Additional information was requested, but was not provided.

Manufacturer narrative:
Section a2, h4: additional information. The mpu was not returned for analysis and remains in use. The root cause for the loss of ac power was not conclusively determined through this investigation. The reported event of no external power alarm was confirmed per the submitted log file. A review of the submitted log file showed events spanning approximately 33 days (B)(6) 2018 through (B)(6) 2018 per time stamp). On (B)(6) 2018 at 12:38, the rsoc value of the mpu fell from the expected 12v down to ~5v then ~3.2v within a second activating the no external power alarms. The alarm appears to activate due to a loss of ac power and cleared once power was restored. There were no other notable alarms active in the log file. No further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.